Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that her insulin pump keeps alarming with failed battery test and that then goes blank and shuts off. The patient's blood glucose at the time of incident is unknown. The customer does not recall any significant events leading to the keypad issues. Troubleshooting was initiated for the failed battery test issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. No products were returned and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact. The pump was tested with a good battery cap. Also, the pump was received with normal operating currents. No blank display was noted during testing. No damage was found on the lcd isolation tape. No failed battery test alarm was noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a corroded battery tube and cracked battery tube threads.